Event description:
It was reported that high impedance and loss of capture were observed. Aborted therapy was also noted. Subclavian crush suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.